Event description:
It was reported that during a surgical procedure at the user facility the device became clogged. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Device discarded by user.